Event description:
It was reported that the patient presented for a lead replacement procedure. Upon review, it was noted that the right ventricular (rv) lead exhibited high capture thresholds. Fluoroscopy was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of unacceptable threshold was not confirmed. Electrical testing was normal. Visual and x-ray examination of the lead did not find any anomalies.